Event description:
It was reported that during final tightening of the fixed angle screw, one of the wall of the tulip broke. The surgeon removed the counter-torque device and the set screw and broken tulip-wall of the screw fell out. Upon removing the broken parts, the surgeon was required to remove the screw. No patient complications were reported.

Manufacturer narrative:
Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.